Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd¿ pen needle experienced rear cannula breakage and "gets stuck".

Manufacturer narrative:
Customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label or outer cover. Customer reported rear cannula end is broken and gets stuck. The returned pen needle was examined and it was observed that it was broken at the non-patient end of the cannula. Unable to perform DHR due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failures. The possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the unknown bd¿ pen needle experienced rear cannula breakage and "gets stuck".